Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I would like to cancel my byte account. I haven't used the aligners since last year when I chipped a tooth and had to get it fixed. I also dislocated my jaw and now need to see a specialist, so I just want to cancel my plan. The clinician reviewed the information and photos and requested a letter of recommendation. The case is still in progress, but there has been no further response from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.